Event description:
It was reported by wife of end user that he had been using pouches for a while but he started using wrong pouch from (B)(6) 2021 which led to leakage and fissures on the stoma. The wrong pouch was supplied by the health care company and they could not provide the part number nor other product information regarding the right pouch, but the customer service department confirmed that the ¿wrong¿ pouch was smaller than the size of the patient¿s stoma. Collagenase was used to treat the fissures and currently the fissures have healed. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review results: the lot: 1b02938 was manufactured on 02/26/2021, mlk-1 manufacturing line, with a total of (B)(4) market units. Complaint investigator ID: (B)(4) performed a batch record review on 08/12/2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1085265 and manufacturing order: (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. On 08/12/2022, a complaint search for lot: 1b02938 and malfunction code: ost-pmc22.07 clinical misindication, enduser is using improper device for their medical condition and/or known risk factors was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure wi-0359, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend is identified. In addition per customer description, patient's wife reported that he has been using convatec's pouches for a while, but he started using the wrong pouch on (B)(6) 2021 which led to leakage and fissure on the stoma. The wrong pouch was supplied by the health care company. "Colagenase" was used to treat the fissures and currently the patient fissures have healed. Per phri, this complaint has been submitted to escalation for misuse since end user used wrong pouch which led to leakage and fissure on the stoma. Also, "colagenase" was used to treat the fissures. Based on escalation meeting held on 15 mar 2022 - committee assigned ost-pmc22.07 clinical misindication, enduser is using improper device for their medical condition and/or known risk factors; hc13 03 tissue damage penetrating wounds full thickness I e through the epidermis and dermis or mucosa caused from trauma that reaches down to the underlying tissue may require hospitalization and or surgical intervention, severity 4. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include common device name, product code and PMA /510(k) #. D2: common device name - protector, ostomy. Product code - exe. G4: PMA /510(k) # - exempt. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.